Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected power loss. Blood glucose at time of incident was 200 mg/dl. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
The device received with operating currents within specification. The device passed self test, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms were noted. Pump trace download analysis confirmed the pump alarmed pump error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage and confirmed pump error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance with the electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.